Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced hypoglycemia after announcing a meal, and the user believed the pump overdosed insulin; troubleshooting and education were completed during the call, and an alert with code 43 was referenced. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included need for troubleshooting and user education without hospitalization. Investigation included a review of the event details, device behavior relative to meal announcement, and user training. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.